Manufacturer narrative:
The insulin pump alarmed during error test due to broken solder joint connector on interface board. No alarms noted. No signal too low alarm. The insulin pump was received with minor scratches on display window, cracked case on the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple unexpected restart alarms and multiple occurrences of an additional error alarm. The customer stated that the insulin pump restart itself. Blood glucose level at the time of the incident was 190 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.